Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three(3) intravia containers leaked actively from "bladder seam". The issue was noticed prior to patient use. The devices contained fentanyl. There was no patient involvement. No additional information is available.